Event description:
The balloon catheter was used during an angioplasty procedure. The physician was unable to retract the balloon into the procedural sheath. The reported issue resulted in additional radiation exposure to the patient and the use of alternative means to remove the balloon. The balloon was able to be removed by snaring from a second vascular access site. There was no further patient impact or procedure delay reported.

Manufacturer narrative:
H3: device evaluation had not yet begun, but was anticipated. A supplemental MDR will be completed following analysis completion.

Manufacturer narrative:
H3: the balloon was returned for analysis. Analysis confirmed the reported issue. The distal end of the balloon was partly bunched. There was evidence of necking at the proximal end of the balloon and the proximal marker band has been moved proximally along the inner shaft. The entire length of the balloon had increased from specification by approximately 5.6 cm. The balloon failed to inflate during testing due to narrowing of the outer shaft. H11: this report is submitted beyond the 30-day timeframe due to administrative delay in linking the completed analysis to the original MDR.